Event description:
A hospital in (B)(6) reported via our distributor that the pressure relief valve of an rd900aeu neopuff infant resuscitator appeared stuck. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rd900aeu neopuff is en route to fisher & paykel healthcare for investigation. We will submit our findings in a follow-up report following receipt of the device and at the completion of our investigation.